Event description:
A non health care professional reported that following implantation of an intraocular lens (iol) the patient has gone back to glasses and disappointed. Additional information was requested and received stating the patient can not see at distance/foggy. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
A sample device was not returned for analysis. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating in surgeon¿s opinion lens did not caused the event and he patient was not hospitalized for the event and there was no patient harm.

Manufacturer narrative:
Qualified associated products were indicated. The manufacturer internal reference number is: (B)(4).